Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was unable to be determined. The reported recurrent mr was a cascading effect of the tissue injury. The reported patient effects of tissue injury and recurrent mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization or prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On approximately (B)(6) 2026, patient returned symptomatic with recurrent mr of grade 3-4. On (B)(6) 2026, a re-intervention was performed, and an additional mitraclip was implanted. The mr was reduced to grade 2 post procedure. A slight perforation of the posterior leaflet was observed, contributing to the recurrent mr. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.